Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. This part is not approved for use in the united states; however, a like device catalog # 9393007, product code max was cleared in the united states. This part is not approved for use in the united states; however, a like device catalog # 9393007, 510k # k094025 was cleared in the united states.

Manufacturer narrative:
Additional information: analysis of the returned device shows that only part of the spacer was returned six fragments of the spacer 4 pieces ¿3mm x 3mm and 2 pieces ¿8mm x 8mm. Microscopic analysis reveals that there are some indications of overload on some of the fracture surfaces. However due to the conditions and size of the portion returned no root cause for the failure could be determined. Because of the condition of the return no root cause could be determined.

Event description:
It was reported that a patient underwent an unknown spinal procedure at l5-s1. During implantation, the cage broke and broken pieces of the cage remained in the patient.